Manufacturer narrative:
It was reported that a patient underwent a procedure with a soundstar catheter. The soundstar catheter was able to be used during the procedure without any problems, but felt discomfort when the catheter was removed from the intracardiac at the end of the procedure. When checked the tip of the catheter, a wire-like object was sticking out. The procedure was completed without any problems. So far, there was no adverse event. The procedure was completed without patient's consequence. The picture investigation was completed on 07-jul-2023. Pictures were received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip was observed with a foreign material attached, it looks like that the foreign material was sticking out to the tip. The source of the foreign material remains unknown. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a soundstar catheter and an internal components exposed issue occurred. The soundstar catheter was able to be used during the procedure without any problems, but felt discomfort when the catheter was removed from the intracardiac at the end of the procedure. When checked the tip of the catheter, a wire-like object was sticking out. The procedure was completed without any problems. So far, there was no adverse event. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for an internal components exposed issue.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 01-jun-2023. The damage did not result in any lifted or sharp rings. The wire was sticking out from the side of the catheter tip. There was no obvious resistance or difficulty, but something strange during removal of the catheter. Additional information was received on 16-jun-2023. The catheter was not pre-shaped. The agilis 8.5f sheath was used. Therefore, updated the d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).